Event description:
The pt was implanted with left ventricular assist device (lvad). The vad coordinator reported that a decision was made to perform a pump exchange from one lvad to another lvad due to a percutaneous lead infection.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.